Manufacturer narrative:
The date received by manufacturer has been used for this field. Results: the complaints lab received one sample. The sample was visually inspected. Brown foreign matter was found on the luer tip. Under a microscope it was found that the fm was on the surface on the syringe and not imbedded. Conclusion: bd was able to confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. (B)(4).

Event description:
It was reported that an oncology pharmacist at (B)(6) center received a batch of 20 ml bd¿ syringe with bd luer-lok¿ tips and noticed that one of them had some sort of debris on the end of the syringes. The foreign matter was noticed prior to use. No injury or medical interventions were reported.